Manufacturer narrative:
Block b3: approximated based on gfe response, happened several months ago.

Event description:
It was reported that a spinal cord stimulation (scs) patient underwent a replacement procedure due to difficulty charging that was associated with weight fluctuations. The battery of the implantable pulse generator (ipg) was unable to be charged, which resulted in battery becoming nonfunctional. The implantable pulse generator (ipg) was replaced during the procedure. The patient was stable following the operation and reported to be doing well. The facility has stated that the device will not be released due to facility policy.